Event description:
The olympus employee reported on behalf of the customer that the single use distal cover fell off inside the patient during therapeutic endoscopic retrograde cholangiopancreatography (ercp) and the distal cover was retrieved with another device. An unknown delay was reported during the procedure. The procedure was completed with the same device, and the diagnostic and therapeutic outcome were unaffected. No error messages were displayed. Further follow-up was conducted; however, no information regarding the procedure is available. There were no reports of patient harm or infection. The event has been reported under the following patient identifiers: related patient identifier # (B)(6); single use distal cover, model # maj-2315; lot# h2907. Related patient identifier # (B)(6); evis exera iii duodenovideoscope; model # tjf-q190v; serial # (B)(6)(this report ).

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number- 2429304-2023-00306. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the reported event (distal cover detachment) was likely caused by the following: 1. Chemicals such as anti-fog agent, etc. Adhered to the distal cover. The cover was broken by a chemical attack. Subsequently, the cover was easily detached. 2. The cover was easily detached because the cover was improperly attached to the subject device. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 ¿ (4.1) detection method. Operation manual: chapter 3 ¿ (3.5) preventive measures. Olympus will continue to monitor field performance for this device.